Event description:
MDR report number: 1644487-2007-01596. The patient called a cyberonics representative and reported "she has lost a lot of weight since may 2007, she was unable to give amount of pounds lost. She states "you can see where the lead connects in her neck, see it all the way down to where it connects to the generator, her neck is sore, and the generator is protruding." Patient was requesting the generator be removed. The patient called cyberonics again to report that she is having the implant removed because it has "came out of pocket" and has moved further up her chest area. It was "causing severe pain when on". Cyberonics representative spoke to the patient's physician who stated that "he did turn off the vns and is awaiting for the patient to move forward to consult." No add'l info has been provided by the site in regards to the reported events. Good faith attempts are being made for info.